Manufacturer narrative:
Product ID 37603, serial# (B)(4), implanted: 2012 (B)(6); product type implantable neurostimulator product ID 37642, serial# (B)(4); product type programmer, patient product ID 37085-60, serial# (B)(4), implanted: 2012 (B)(6); product type extension product ID 3387s-40, lot# v884066, implanted: 2012 (B)(6); product type lead product ID 37085-60, serial# (B)(4), implanted: 2012 (B)(6); product type extension product ID 3387s-40, lot# v895980, implanted: 2012 (B)(6); product type lead product ID 3387s-40, lot# v8 84066, implanted: 2012 (B)(6); product type lead. (B)(4).

Event description:
It was reported, there was a low impedance issue and short circuit. They were unsure where the source of the low impedance was but they were told the day prior to report that they would explore the low impedance without any further detail. The patient seemed to not have obvious benefit from the deep brain stimulator (dbs) for dystonia. The device was going to be interrogated the day after report. They were going to explore surgically all of the connections the day after report. No patient symptoms were reported and the patient status at the time of report was alive with no injury. It was further reported, the manufacturer representative became aware of the situation the week prior to report. It was further reported, it was unknown when the impedance issue occurred. At pre-operative exploration the electrode impedance at 0.7v at 0<(>&<)>2 was 54 ohms and at 3.0v, 0<(>&<)>2 was 42 ohms. It was stated, they first tested the extension tail from the battery extension site and it showed 72 ohms at 0<(>&<)>2. The surgeon had opened the incision at lead/extension connection and saw a complete break. The insulation was intact but the coils were completely severed inside the insulation. All of the coils were severed per visual inspection. It was noted, the lead fracture was on the right lead. The surgeon would plan for future lead revision on the right lead. It was stated, the patient was fine and they did not receive therapy on right because post-operative exploration impedance showed >40,000 ohms with the exception of c<(>&<)>0 which was 22,250 ohms. It was noted nothing was explanted on the day of exploration. Additional information received reported there was an impedance exploration case done 4 days prior to report which was reported. It was noted, the patient had highs and lows. Additional information received reported, the patient would have another revision but it had not been scheduled.